Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. The pod delivered less than 200 pulses. No damages or deficiencies were observed on the needle mechanism, which was reset and redeployed successfully. The cause of the reported event could not be determined.

Event description:
It was reported that the patient's blood glucose level (bg) were 6.6 mmol/l (118.8 mg/dl) while activating the pod. It was also reported that the pod made a "noise" and the needle never deployed the cannula into the skin. Additionally, the pink slide insert did not move forward, indicating that there was a needle mechanism failure.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.